Manufacturer narrative:
1627487-07/07/2023-001-c - the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient was not able to exit MRI mode after having an MRI. A manufacturer representative was able to take the patient out of MRI mode and restore therapy.